Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" alarm condition. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" alarm code indicating a sensor mismatch error was observed in the device's downloaded event log. The device's machine flow sensor was replaced to address the issue. Additionally, the device's muffler assembly was replaced due to dirt contamination. The device was cleaned and tested and passed all final testing.